Event description:
It was reported that t:slim x2 pump battery did not charge despite use of working outlets, tandem charging equipment, and alternate cables and adapters, and that charging connection was not recognized, although pump did not shut down and remained usable. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy while tandem technical support arranged replacement pump shipment, instructed customer to place pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement device, which customer understood and acknowledged.